Event description:
Review of device data determined that lead oversensing led to inappropriate shocks. The final disposition of the lead is unknown. No patient complications were reported as a result of this event. Additional information received reported the lead remains implanted and in use.

Manufacturer narrative:
Asku